Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8fr sheath. Reportedly, one prostyle device was successfully pre-placed; however, when placing the second prostyle device a cuff miss [suture retrieval issue] occurred. A new prostyle device was successfully pre-placed. The sheath was upsized to a 16fr sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. The device condition indicates the plunger may have not been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.